Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported an elevated thyroid-stimulating hormone (tsh) result, for one patient, involving unicel dxi 800 access immunoassay system. The result did not correlate with the patient's clinical condition. Subsequent testing produced results within the normal reference interval. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.